Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a bad display was confirmed and duplicated by baxter service personnel. The root cause of the condition could not be determined, as this is a stay-in device owned by baxter and will not be repaired at this time. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a bad display. This condition had the potential to interrupt delivery. This condition was found during programming/setup of the device in the general patient ward. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The current user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.